Manufacturer narrative:
G4:12mar2021. B4:13mar2021. The field service engineer replaced the battery and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6)2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the battery failed. There is no patient involvement. The customer said the battery failed and the ventilator shuts down when ac power is disconnected. Battery date 2016 july battery volts 9.41 per the pneumatic screen. With dc volt meter the battery shows 0 volts. No voltage across the power management side of the connector when connected to ac. The remote service engineer advised the customer to replace the power management board and the battery.